Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and began treatment with vancomycin, (ip) intraperitoneally (2 grams, for two weeks every fifth or sixth day) and cefepime, ip (1 g, daily for one week). On an unknown date, vancomycin therapy was discontinued. Three days after being admitted, the patient was discharged from the hospital and the patient began a second course of vancomycin, ip (2 grams, frequency not reported) for the peritonitis. Four days later treatment with cefepime therapy was discontinued. Eight days after onset, the peritonitis was resolved and the patient was recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.